Event description:
Company received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for eval but it has not yet been received. Caller isolated the problem of no audio to the main pcb.